Event description:
A report was received that the patient was experiencing swelling and tenderness at the midline incision site. The physician prescribed oral antibiotics as a precaution, however, the patient was non-compliant and the patient was hospitalized. A CT scan indicated that there was no infection present. The swelling was caused by a build-up of serous fluid. There is no further course of action.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70, serial # (B)(4), description: linear st lead, 70cm. It is indicated that the percutaneous leads will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.